Manufacturer narrative:
This supplemental report is to advise that upon further review this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Device was received and inspected at olympus prerov site. Inspection of the unit found out that the reported failure was found to be due to defective front socket. Damaged pin inside the connector was observed. Device was placed for repair. Probable cause of the reported failure could be due to mishandling. Investigation is ongoing, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use the device showed an error (red led) light emitting diode light. No patient involvement on this event. No user injury reported.